Event description:
Graft was inplanted for a peripheral occlusive vascular disease procedure. Post-operative bleeding was noticed. The bleeding was stopped with a sponge, after some time. The clinical outcome of the case was reported as "ok". The patient's post-operative condition was reported as "ok". The patient developed an early bypass occlusion. The doctor did a reoperation with trhrombectomy. Therefore, he had to open the suture-line. When he tried to do the anastomosis, the graft material tore longitudinal with every stitch. Only a sponge could stop the bleeding. They normally use bard eptfe grafts. Location of the product: in the patient. (Based upon the updated information, the bleeding was not post-operative, but resulted from the re-anastomosis in the second procedure.